Event description:
It was reported that the robotic assisted saw interface device had an error message indicating that the expected distance between the saw and the device changed. During an in-house engineering evaluation, it was determined that the triggers on the motor device were sticking. It was reported that the event occurred during a total knee arthroscopy procedure during the anterior chamfer cut. There were no delays in the procedure. If the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The sasi successfully assembled and disassembled with the mating devices as intended. However, while conducting functional tests with the production equivalent saws attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. The overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to a device issue. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.